Manufacturer narrative:
Method of eval (to be specified): review of the device history records for lot s10530. Query of the lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from lot s10530. Result of eval: review of the device history record for strattice lot s10530 revealed no deviations that would have an impact on processing steps associated with the nature of this complaint. (B)(4).

Event description:
It was reported by a lifecell sales rep that the pt underwent abdominal wall reconstruction with an initial strattice device. Subsequently, a small open area developed where the skin flap failed. Approximately 2 months post-op, the pt returned to the operating room, and then open area was repaired with a second strattice device. Post-operatively, the second strattice device tore and an autologous flap was performed to close the defect.